Event description:
User facility report ref #:(B)(4), stated that, "while using a stryker instrument, (cup impactor), threads fell from end of instrument into wound, left hip. One piece was found. Substitute impactor was obtained and put in flash. The physician declined to have the instrument removed from the sterile field when asked by the rn. Defective impactor was used to put in implant while rn was putting instrument in flash. Rn asked doctor if he wanted and x-ray doe before closing wound. Doctor did not acknowledge question. Routine post-op x-ray done in pacu."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.